Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis clinic biomed technician reported observing a discolored/burnt on actuator board. There is no reported patient involvement when the alleged event was observed.

Manufacturer narrative:
The alleged event is confirmed. Reported: fails venous press tests, fail negative pressure test, uf pump alarm, leaking fluids, acid pump no eos, and worn sensor. It was also stated that heat damaged had been sustained causing physical damage. Onsite service performed to address the reported issue. During field investigation, res could not duplicated the venous test failure. The hose was repaired and the leaking sample valve was replaced to resolve the reported fluid leak. Res also replaced the uf pump, concentrate pump, worn sensor cable, mother board, uf board and power logic board. Functional testing completed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.